Event description:
It was reported that the patient was not able to adjust stimulation. The display on the pp was showing a ¿call your doctor¿ icon. There was also a power on reset (por) condition. The patient saw a picture of a doctor and an informational por. She had been seeing this for a week now and the patient was successfully guided to clear the por. No patient symptoms reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they have not sought further help.